Event description:
Clinic notes were received for review. It was reported that a vns patient's lead was starting to come out of their neck. It was reported that they could feel a cord-like area about 1/2cm in diameter. The patient doesn't react with any discomfort to exam, but says the area hurts sometimes and is red sometimes. There was no report of any fall or injury preceding this. There is some erythema, no rash , no edema and no open lesions. X-rays were taken and no anomalies noted. But not provided to the manufacture for review. The patient was referred for surgery. The patient's generator was reported to be at eos per the surgeon's office. The patient went to surgery and it was noted that their lead tie down was superficial. This was placed deeper into the tissues. Their was no extrusion of the lead body noted in the operating room. Testing of the lead after generator replacement was performed was done and reported to be within normal limits.